Manufacturer narrative:
Bd received 3 photographs from the customer in support of this complaint. The photos were evaluated and the issue of underfill was observed. Additionally, 20 retained samples from the bd inventory were functionally tested and there were no issues relating to underfill as all 20 tubes drew within specification. Bd was able to confirm customers¿ indicated failure mode based on the attached photographs. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes were underfilled. The following information was provided by the initial reporter. The customer stated: "heparin 2ml tubes 368494, lot 8516335 underfill is out of acceptable range +-10%. Problem appears systematically. There were no changes in clinical practices or conditions that could cause this."